Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted for an unknown reason in 1999 with an unknown setting. The device is still implanted even though the white marker has fallen off. The patient status is stable. According to information provided, the details about the "white marker was fallen off" is unknown, it is unknown how the valve failure was discovered and if there is any plan to remove the valve. It is also unknown if the patient experienced any signs and symptoms due to the device issue.

Manufacturer narrative:
Updated fields: g3, g6. Corrected field - h11. The hakim valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to corrosion of components due to the age of the device (implanted 1999). However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.